Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The instructions for use (IFU p/n (B)(4)) that is included in the packaging of the product contain indications and warnings to perform proper connection. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that approximately 5 to 10 minutes after initiation of a patient¿s hemodialysis (hd) treatment, there was blood leaking at the connection from the fresenius bloodline with the nipro fistula needle. It was unknown if the leak occurred with the arterial or venous needle connection. The hd machine alarmed for air detector and it was noticed that blood was leaking from the bloodline and needle connection point. The patient¿s estimated blood loss was reported to be more than 100 ml (milliliters). The treatment was immediately stopped and the patient was set-up with new supplies. No patient adverse effects or injuries were experienced, and no medical intervention was required. The patient was able to complete treatment on the hd machine without any further interruptions or complications. The clinic manager stated that it is suspected that the connection was not completely lock as there was no identified defect or crack observed with either the bloodline or the needle. The bloodline device was not available to be returned to the manufacturer as it was discarded.